Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 13nov2019, but not reported on the previous report : date of event was (B)(6) 2019. Initial reporter address, phone number, and email were corrected.

Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
Investigation ¿ evaluation. A document based investigation was performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, quality control data, and specifications. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows two other complaints associated with he complaint device lot. The two other complaints were reported by the same customer for the same failure mode. One of the other complaints (B)(4) is being reported for the same procedure as this complaint, but for the effects that the procedure had on the mother. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: the harrison fetal bladder stent is intended for use in fetal urinary tract decompression following the diagnosis of post-vesicular obstructive uropathy in fetuses of 18 to 32 weeks. Warnings on the IFU include: 1.implantation of the harrison fetal bladder stent may result in leakage of amniotic fluid and/or complete rupture of the membranes. 2.implantation of the harrison fetal bladder stent carries the possible risk of infection and the development of chorioamnionitis. This could lead to the need for intervention, including termination of pregnancy, and in rare cases, loss of the uterus. 3.the procedure to implant the harrison fetal bladder stent carries the risk of premature labor which could lead to premature delivery, and in rare cases damage to the uterus. 4.once the stent is placed, there is a possibility that it may become obstructed or dislodged, resulting in the need for repeated stent placements. 5.the harrison fetal bladder stent is designed and intended for decompression of the fetal urinary tract. There are no data regarding this stent¿s safety and effectiveness in decompressing, draining or treating other fetal cavities or conditions. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A clinical evaluation of this complaint found with the information available, the likely causative factors of this event include off label use of the device, and the high-risk nature of this procedure. Cook has concluded that the most likely cause of this event was off-label use of the device and the high-risk nature of this procedure per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5. Corrected information: b1, h1, h6. H1: patient code: (3191) no code available: placental abruption requiring (premature) cesarean delivery. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received clarifies that both procedures (harrison fetal bladder stent placement in the chest space near a solid tumor (reported in patient identifier (B)(6) and harrison fetal bladder stent placement in the peritoneum to drain fetal ascites (this report) were performed on the same fetus and (mother-reported in patient identifier (B)(6). Between both reported events, there was a successful stent placement. The stent was unfortunately removed by fetal movements in the second day after the procedure. The second procedure (harrison fetal bladder stent placement into the peritoneal cavity to drain fetal ascites ) was performed at 30w +2 days gestation (8 days after the first procedure). The estimated fetal weight at the time was 2195gm . This was thought to be inaccurate due to the presence of fetal hydrops. Amniotic fluid index (afi) was 30. The physician reported the procedure was partially completed, described as partial single ascites reduction only and amnioreduction. An unknown time interval after this procedure, there was a placental abruption necessitating an emergency cesarean delivery (premature) delivery about a week earlier than was planned. No additional consequences to the baby have been reported. On (B)(6) 2019 the baby and mother are reported to both be "fine".

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported that the customer had problems with two harrison fetal bladder stent sets. The problem was with the pushers. It was not possible to insert the stent to the end of the needle, nor to reach the first mark on the positioner. This case reports the attempt to place the harrison fetal bladder stent set in the peritoneal cavity to drain fetal ascites. The second case is reported in patient identifier (B)(6). This patient had ideal pre-requisites(fetal status, simple passage through the uterine cavity, easy insertion of the needle into the peritoneal cavity of the fetus). All steps were performed according to the instructions. After practicing the procedure on the practice copy of the set, the procedure was performed in the same way as previously successful procedures. The stent was placed on the guide just before the needle was inserted. Any attempt tp move the positioner resulted in "inelastic resistance" and bending of the positioner. Proximal stent distension was found, as if the positioner would go inside the stent instead of pushing it in. When introducing the stent assembly into the needle cup, "I felt subjectively more resistance than usual." Due to problems with the product, procedure hasn¿t been finished. No adverse effects to the patient have been reported as a result of this occurrence. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided.